Manufacturer narrative:
(B)(4). Date sent: 6/28/2023. Update the product code to pve35a based upon the reported event, "ethicon motorized cutting surgical stapler" and "the surgeon used an echelon vascular stapler" d1, d4.

Event description:
It was reported that during a kidney surgery the product failed. As a result of the device malfunctioning, the surgery was converted to open surgery and there was bleeding. The patient required blood and blood-related products. The patient stayed in hospital for over 10 days. The patient has suspected hypoxic brain injury and other problems and has an incisional hernia which may or may not be able to be operated on. The patient has psychiatric side-effects including a diagnoses of severe depression and possibly ptsd, and an ongoing mistrust of the medical profession. No further information available.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2023. B3: only event year known: 2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.